Event description:
It was reported that the ilet home screen was unresponsive, preventing unlocking, and the issue resolved after the user restarted the ilet via the ilet mobile app. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no alerts or alarms, no emergency care, and no hospitalization. Investigation included user-guided troubleshooting and education with a device restart through the companion app. Investigation of this case revealed a transient user interface freeze that resolved with a reboot, consistent with a temporary device software or display responsiveness issue. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible device behavior not resulting in clinical harm.